Manufacturer narrative:
Age at event: (B)(6) years. Sex: female. Date of this report: 08/11/2016. Describe event problem: event clarification provided: it was reported that at the beginning of a fess procedure, "the bur breaks in the nasal cabide¿ without the use of force. "It was a large fragment, easy to remove." There was no patient impact. Reused single use? No. Initial reporter: dr. (B)(6). Date manufacturer received: 09/20/2016. : device code: material fragmentation (B)(4). No consequences or impact to patient (B)(4). Usage of device: initial. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Event clarification provided: it was reported that at the beginning of a fess procedure, "the bur breaks in the nasal cabide" without the use of force. "It was a large fragment, easy to remove." There was no patient impact.

Manufacturer narrative:
Product evaluation: analysis results not available; device not returned for evaluation.

Event description:
It was reported that at the beginning of the procedure, the device ¿breaks in the nasal cavity without use of force¿. There was no reported patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.